Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm saccular thoracic aortic aneurysm in zone 4. Vessel morphology was reported as the proximal aortic neck was 32 mm in diameter. The distal diameter for 29 mm in diameter. There was mild calcification and thrombus in the proximal and distal neck. There was mild calcification in the iliac arteries. It was reported after the delivery system was deployed and removed; a dissection was noticed in the right common iliac artery. The dissection was small so the physician decided to take a wait and see approach. Six months later a CT scan revealed that the dissection recovered. The physician stated that it is unknown if the dissection was related to device or procedure; however the stiffness of the delivery system may have contributed. It was reported that six months later a distal type I endoleak was discovered. The endoleak resulted in aneurysm enlargement. The physician elected to implant a talent taa stent graft and the distal type I endoleak resolved. The physician believes the endoleak was due to disease progression of the distal blood vessel. Therefore, the physician assessed that the endoleak was not related to the device or procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, dissection); patient's condition affected effectiveness of device (disease progression; vessel dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; vessel dilatation).